Event description:
Instrument broke during use with patient. Additionally, account stated the physician was cross-clamping the aorta, when the clamp broke. The cable on the clamp snapped and the beads went everywhere, including inside of the patient. The physician got another clamp and completed the case without further incident. An x-ray was done to locate the beads and they were removed. The patient's incision was closed and the staff discovered one of the beads was missing. Another x-ray was done and the bead was located inside the patient. The bead had to be surgically removed. Account further stated the patient was never in danger and is doing fine now.

Manufacturer narrative:
The cv1161, cosgrove clamp, in question was received showing signs of wear with the cable broken and separated approximately 50mm from the proximal (handle) end. The instrument was received with all of the specified beads except 2. The specified cable strands are much more robust than what was found in the cable attached to the returned instrument. The returned instrument's cable was constructed of many cable strands that were very thin (hair like). Additionally, the returned instrument's cable has many more strands than the specified cable. Due to the damage, it is difficult to absolutely count the number of strands present in the returned instrument's cable. Microscopic examination of the cable retaining pins and the handle hinge pin revealed breakage of the laser welds that hold the pins in place. Indentations in the pin surfaces suggest interaction with like hard materials with enough force to alter the pin's face. This type of pin surface alteration could have been occurred during a pin removal/ replacement operation. It is not immediately evident how the cable attached to the returned instrument could have been placed in this instrument. Device history record was reviewed and no problems were found. No trend has been detected for this issue.